Event description:
Have had recurrent problems with proclear contact lenses by cooper vision. Contact lenses are torn when removed from package or tear in first week of use. In 2010, the manufacturer provided replacement contacts at no charge. In january of this year, the problem recurred while I was travelling away from home. A new lens was torn when first removed from its container. I had only one lens left and I visually examined it through the transparent plastic of the unopened container. When I swirled the solution in the unopened container, I observed that the contact lens did not move with the fluid but remained in place. I carefully opened the container and found that the lens had adhered to the plastic cup of the packaging. This could account for the tearing upon removal of previous lenses. It could also account for the early tearing if the lens had received a minor tear after being removed from its point of adhesion. I added additional saline solution to the package holding the adhered lens but it remained adhered near the side and top of the package cup. Using a soft piece of plastic, I was able to detach it intact - took 1 to 2 minutes of careful prying. Upon examination, I observed that a portion of the edge of the lens appeared different, as if a portion of it had been outside the packaging solution and had changed, perhaps drying out. The lens was uncomfortable to wear but it was the only lens I had. Though it got more comfortable with days of wear, I replaced it with a normal undamaged lens upon returning home. I believe that the packages containing the troublesome lenses may not have been stored perfectly flat, allowing a portion of the lens to remain outside the bath of saline solution and dry out, adhering to the package. I believe packages should contain more solution and a smaller air bubble to prevent this problem from recurring. I notified the manufacturer of my experience in detail and received an acknowledgment of that report but no followup information to tell me if they were examining the problem.